Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station stuck on windows update. A field service engineer fse reimaged station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept loading and went to an update screen and then requested to go back to the previous version, but it continued updating and loading, which located on daysurgfm. The customer attempted to restart the device, it did not restart at all and only continued loading. The customer stated that this malfunction was affecting patient care, as some of the medications were not available in other stations and needed to be retrieved from the main pharmacy. There were no adverse events or injuries reported based on this event.